Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device experienced rapid battery depletion, with charge dropping from full to empty within a few hours, consistent with premature battery discharge in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with review of device logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge isolated to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.